Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an error code displayed and actuation failure of probe occurred during a procedure. The product was replaced and procedure completed with no patient harm. Aspiration function is unknown.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One opened probe was received with a tip protector, in a pouch, for the report of actuation failure during surgery. The returned sample was visually inspected and found to be non-conforming with the inner cutter in the port of the needle and off-white foreign material on the port face and inner cutter. The sample was then functionally tested for actuation, aspiration and cut. The sample was found non-conforming for actuation and aspiration with the inner cutter remaining in the port of the needle during testing. The cut functionality of the probe was unable to be tested due to the actuation failure. The probe was disassembled and the components inspected. The inner cutter broke off in the probe needle, therefore, the degree of wear could not be determined. The complaint evaluation confirmed that the probe had an actuation failure. Unrelated to the reported event, the evaluation also indicated that the probe had an aspiration failure. The cause of the aspiration failure is the inner cutter remaining in the port of the needle do to the actuation failure, obstructing aspiration flow through the probe. The exact root cause of the actuation failure cannot be determined from the evaluation performed. No specific action with regard to this complaint was taken by the manufacturing site because the exact root cause for the actuation failure cannot be determined from this evaluation. All probes are 100% tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).